Event description:
Reporter indicated that a vns patient experienced pain in the area of the vns that is possibly associated with stimulation. The neurologist has chosen to have the patient referred for revision surgery as the device has worked well for the patient. Good faith attempts for additional information have been unsuccessful to date.